Manufacturer narrative:
The device was returned for analysis with its original pouch, batch number 35252394. Upon overall visual inspection, the unit was found to be separated into two pieces. The device was inspected in accordance with the peripheral intervention product analysis guidelines. The guidewire was also returned and was observed to have a detached, stretched, and bent distal tip. Additionally, peeling of the polymer jacket was noted.

Event description:
It was reported that the tip of the guidewire broke. The stenosed target lesion was located in the moderately tortuous vessel. A 180x25cm fathom -16 guidewire was selected for use. During the procedure, the guidewire was inserted, and an attempt was made to rotate and position it within a tortuous vessel. Upon removal, the tip of the guidewire fractured. The fractured tip was subsequently retrieved from the vessel. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the tip of the guidewire broke. The stenosed target lesion was located in the moderately tortuous vessel. A 180x25cm fathom -16 guidewire was selected for use. During the procedure, the guidewire was inserted, and an attempt was made to rotate and position it within a tortuous vessel. Upon removal, the tip of the guidewire fractured. The fractured tip was subsequently retrieved from the vessel. The procedure was completed with a different device. There were no patient complications as a result of this event.